Manufacturer narrative:
The creaj2 reagent lot number was 77897101 with an expiration date of 31-oct-2025. No issues were identified during a review of the reaction monitor data. Calibration was first performed on reagent lot 77897101 on (B)(6) 2024, however, the event date is 09-jul-2024. Product labeling states a "2 point calibration" should be performed "¿after reagent lot change." Qc was acceptable. Alarm trace data was provided from (B)(6) 2024 containing "abnormal probe sucking" and "sample short" alarms. The photometer lamp and cuvettes were not replaced according to the maintenance schedule in the operator manual. The customer reportedly cleans the sample and reagent probes regularly. The gear pump pressure was low. No special wash programming has been installed. No other assays or patient samples were affected. The investigation determined the event is consistent with a maintenance issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for creatinine jaffé gen. 2 (creaj2) on a cobas 6000 c501 module. The initial result was 4.51 mg/dl. The repeat result was 0.76 mg/dl. A new sample was obtained and the result was 0.88 mg/dl.